Event description:
The reporter stated the surgeon inserted a micl 13.2mm implantable collamer lens in the pt's left eye. The lens unfolded improperly as the lens was inserted into the eye. Tear on lens was noted after implantation. Lens was removed with no pt injury. The incision was not enlarged and no suture was required. Backup lens, same model and size was implanted.

Manufacturer narrative:
Eval method: lens work order search. Results: visual inspection of the returned product found the plate haptic torn and a piece of haptic is torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of this event could not be determined. (B)(4).